Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's step-parent reported via phone call that the customer experienced two low blood glucose events due to using recalled infusion sets; the caller believed that the infusion set contributed to an over-delivery. Troubleshooting was declined for the low blood glucose. The insulin pump will not returned for the analysis.